Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an e360 ventilator had an oxygen sensor error. There was no patient involvement at the time of the reported event. A non-covidien/medtronic third party service provider inspected the device and found that the unit was not passing oxygen sensor calibration. They also found that the backup battery also needed to be replaced. A medtronic evaluation has been scheduled.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator had a oxygen sensor error. Patient involvement information was not provided by the customer. Covidien/medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non-covidien /medtronic service provider recommended that the oxygen sensor be replaced.